Event description:
Customer reported that an altitude alarm 21 was declared by the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on cleaning the pump's speaker holes, removing obstructions, and attempting to resume insulin delivery. Despite efforts, the issue persisted, leading to a decision to replace the pump and cartridge. Customer was informed about using mdi as backup therapy and received instructions on returning the defective pump.